Manufacturer narrative:
The equipment has passed the warranty period, the company stopped the support, the customer decided not to repair. The device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The reported problem was not confirmed.

Event description:
It was reported the device can't boot up intermittently. There was no patient involvement.